Event description:
It was reported that the ilet pump¿s cartridge leaked insulin from the reservoir chamber, which coincided with a blood glucose of 389 mg/dl and resolved after the user replaced all supplies; the medical device problem involved leakage/splash localized to the reservoir component. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a leakage at or related to the seal, consistent with a leakage/splash device problem involving the reservoir component. Symptoms frequent urination associated with hyperglycemia. Outcomes included an undetermined health impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.